Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform occlusion and the excessive no delivery test due to constant motor error alarm. No motion sensor test failure alarm was noted. The pump was unable to perform excessive no delivery test due to constant motor error alarm. The pump was unable to verify for motor error alarm due to over written pump history. The pump was received with scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of motor position encoder error, motion sensor test failure, motor error alarm, and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 14 mmol/l. The customer stated that the pump was frozen and when he woke up the pump went into rewind. The customer was assisted with clearing the alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer will be sent a replacement pump.